Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient presented in for routine follow up with episodes of noise on the ventricular lead. Review of egm noted possible myopotential. Programming changes were recommended, but not made yet. The patient is doing fine now.